Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the moisture could not be wiped from the scope which caused an unclear image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [cloudy] was confirmed. According to henke: scope has been evaluated as a level 3 repair due to the distal damage, deep dent, deep scratches and residue. Probably root cause for this failure is: due to customer use and handling as well as improper cleaning methods. The device manufacturer date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the moisture could not be wiped from the scope which caused an unclear image.